Event description:
It was reported post implant of a realize adjustable band, the presented with dysphagia and mild nausea. The patient wanted the band removed due to continuing dysphagia. Band erosion was detected upon removal of the band. The patient had approximately 8-9 adjustments all performed by the surgeon. Patient is doing fine.

Manufacturer narrative:
(B)(4). Information was not provided by contact.information unavailable. The device was not returned.